Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room with critical battery alarms. The batteries were replaced and patient still had critical battery alarms. The controller was changed. There was no impact to the patient.

Manufacturer narrative:
At some point during the reported event, the patient experienced anxiety. No further patient complications have been reported as a result of this event. It was reported that the patient was experiencing critical battery alarms, the batteries were replaced and still had critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Before the critical battery alarms, the controller was connected to battery(B)(4) with 71% rsoc and battery (B)(4) with 79% rsoc. After the recorded critical battery alarms, the controller was connected to battery (B)(4) with 97% rsoc and battery (B)(4) with 77% rsoc. No alarms were recorded after the replacement of the battery. Analysis of the controller revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.